Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on may 27, 2024, with lot number#: 3545418. Based on the product analysis performed, the assessments of the complaints are: unable to observe, since it is not related to the device. As per the investigation procedure: crease, deformation was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. Healthcare professional, later reported, "any creases". Device explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2 aware date should have been listed as 19jun2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Healthcare professional later reported "any creases". Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.

Event description:
Device has been explanted and replaced.